Event description:
It was reported by the patient¿s daughter that the patient is deceased and died approximately six weeks post implant of the device system. It was further reported by the family member that the device ¿didn¿t even fire properly¿ and the patient coded and required external defibrillation. Additional information obtained from the physician noted the cause of death to be pneumonia but additional circumstances were unknown as the physician was not present at the time of death.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076-58 implantable pacing lead, implanted: (B)(6) 2013; 6947m72 implantable tachy lead, implanted: (B)(6) 2013.

Manufacturer narrative:
Upon secondary review of this event, this event was inadvertently reported as a death event; however, information received from the physician reported the cause of death which was unrelated to the device system. This event is being corrected from an adverse event to a product problem.